Event description:
Customer reported the system will not boot. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the cmos battery. System operates as intended.